Event description:
During a follow up call to the (B)(6) patient on (B)(6) 2010, the patient's caregiver (cg) stated that they had a supply bag with a kinked neck, so fluid would not fill the heater bag. The cg indicated the patient had experienced peritonitis on (B)(6) 2010. The hp went to the hospital on ((B)(6), 2010) and then the emergency on ((B)(6), 2010). The cg stated that the effluent was tested and the results showed a type of (B)(6). The hp is currently being treated with zyvox. The patient is currently recovering from the peritonitis infection. The cg stated that the patient also had an episode of peritonitis in (B)(6) 2010. The cg could not provide causality of the event. The cg stated that baxter could contact the nurse should additional information be required.

Manufacturer narrative:
(B)(4). The sample was discarded therefore no evaluation was performed. Should a sample be received and evaluated, a follow up report will be submitted. Since the lot number is unknown, a batch review cannot be conducted. As the product code is unknown, no 510k number was identified.

Manufacturer narrative:
(B)(4). The lot number was not provided, therefore a batch review cannot be conducted. The root cause of this incident was undetermined. Baxter has received similar reports for the reported condition. The root cause investigation is in progress.